Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead experienced uneasiness and breathlessness. Upon interrogation, this lead displayed high out of range pace impedance measurements. There is an allegation that there is also a lead conductor fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead will be analyzed and this investigation will be udpated.